Event description:
It was reported during the implant procedure that there was difficulty noted in deploying the helix, and then it would not undeploy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism. No anomalies were found.